Event description:
It was reported occlusion alarms occurred. There was no adverse impact on their blood glucose level. Technical support completed a pump system check and sent a replacement pump to the customer to resolve the issue.